Manufacturer narrative:
Results: extension.

Event description:
The pt had a lead fracture. The extension was uncapped and buried for a number of weeks. During the lead replacement procedure, impedance readings were >2000ohms on all or some of the unipolar pairs. Reading of <12 microamps on pairs 0 and 3 indicated an open circuit. The lead/extension connections were dried, circuit on pairs 0 and 3 still open. The health professional was not convinced there was an open circuit, so the procedure was finished. He was able to program around the high impedances and pt was reported to be getting good stimulation. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available. See manufacturer report # 3004209178200804616.